Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. X-ray imaging was performed and no abnormalities were observed on the rv lead. The rv lead was capped and replaced to resolve the event. The physician visually observed insulation damage on the rv lead during the replacement procedure. The patient was in stable condition.